Manufacturer narrative:
The cause of the discordant , falsely low results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely low chloride results were obtained on seven patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and resulted higher. The repeat results were not reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low chloride results.

Manufacturer narrative:
The initial MDR 2432235-2013-00439 was filed on september 16, 2013. Additional information (09/19/2013): a siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the device and found extensive salt bridge, dried reagent and buffer throughout the ion selective electrode (ise) module and compartment. The fse cleaned and reassembled the entire module and completed alignments and system primes. Quality controls and calibrations were run, and results were in range. The cause of the discordant, falsely low chloride results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.